Event description:
In 2008, the pt reported that on three days earlier, she was feeling nauseous and not "right". She said she went to the hosp where her blood glucose reading was over 300 mg/dl, and she was diagnosed with ketoacidosis. She stated she was given an injection of insulin and within 1 1/2 hrs, her reading decreased (no value provided). She said she was released from the hospital on the next day. She stated when she removed her insulin infusion headset, the cannula was kinked and it hadn't "even gone through the skin". She stated the headset had been in used for 1 day and she did not retain the headset. The pt was sent a complimentary insertion device and replacement infusion sets. No prod was available to be returned for eval.

Manufacturer narrative:
No prod will be returned for eval.